Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: thermal damage on reported 8mm maryland bipolar forceps instrument was observed prior to the start of procedure. No arcing was observed during this procedure. Video recordings and/or images of the procedure were not available for isi review. Patient information was not available. Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument's tip was burnt and had a defect. The procedure was completing as planned with no reported injury.